Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have 4 damaged occlusion detector buttons. "This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event". No additional information is available

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be 4 damaged occlusion detector buttons. To correct the condition, the occlusion detector buttons were replaced. If any additional information is received, a follow up MDR will be sent.